Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. Reportedly, a pediatric patient was using an adult receiver. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. A manual sound test was performed and failed as no sound was heard from the speaker. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.